Event description:
On 3/12/93 at 1:15 a.m. Apatient laying on a advance 2000, hospital bed was noted to have acquired a 1 to 2 cm laceration at the base of right toe #5. The laceration was examined and it was determined that it would be necessary to suture the wound. Before the incident occurred the patient was reportedly thrashing her right foot against the right lower siderail mechanism. After the incident the on duty nurse found that the right lower siderail undercarriage was opened & exposed and had a sharp edge along the undercarriage where the patient's toe could have been cut.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, mechanical problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, inserviced by biomedical engineering dept. Staff, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.